Event description:
Caller states that during a proficiency test, the coaguchek s system produced a result of 3.1 inr and the acceptable range was 3.8 inr-5.8 inr. No adverse event reported. Requested return of suspect system and replacement was sent.